Manufacturer narrative:
Fusion navigation system pending inspection by a medtronic rep.

Event description:
Site was having difficulties registering their patient with medtronic fusion system. Registered nurse called in during the ent surgery to report that the fusion system is off by 1 cm. Surgeon discontinued use of the navigation system and continued the surgery. No reported harm to the pt.